Manufacturer narrative:
Product returned for evaluation; wheels / other/defective / both rear casters bent inward making contact with battery box/damaged in shipping.

Event description:
Dealer is stating that the rear casters hit the battery box and there is an issue with the drive tire not turning correctly. Wheels / other/defective / both rear casters bent inward making contact with battery box/damaged in shipping.